Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak was confirmed and determined to be use related. The product returned for evaluation was one 4fr sl groshong nxt catheter. Additionally, one photograph was also submitted by the complainant for review. No additional information was observed in the photograph which changed the conclusion of the investigation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a tear was observed in the catheter tubing between the 32 cm and 33 cm depth markers. The tear contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. Repetitive kinking of the indwelling catheter appears to have contributed to the observed fracture; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed a clear liquid leaking from a split in the catheter shaft. No further details of the split could be discerned in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient underwent PICC catheter placement via brachial vein puncture in (B)(6) 2025. Pre-placement forearm circumference was 26 cm, with 6 cm of catheter exposed externally and 37 cm inserted intra-body. Routine standardized maintenance was performed. On (B)(6) 2025, during the second day of chemotherapy, the patient reported swelling and pain in the insertion-side arm. Measurement revealed a 2 cm increase in arm circumference with redness, swelling, and tenderness. The patient also had a history of axillary vein thrombosis. After ruling out other possibilities, the PICC catheter was removed, revealing leakage at the 32 cm mark. Concerned about chemotherapy drug extravasation causing tissue necrosis, immediate local control measures were implemented. The patient remains under close monitoring.